Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5071 implantable pacing lead implanted (B)(6) 1995; competitor leads x2 implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient experienced ventricular tachycardia and the first two shocks did not deliver adequate therapy. It was also noted that the heart became irritable after the shocks with the patient experiencing some short runs of ventricular tachycardia. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# (B)(4) the device was returned and analyzed and no anomalies were found.